Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to missing segments. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A doctor called to report that the replacement insulin pump had pixels on the display and were blurring the screen. The customer's blood glucose reading was unknown. There was no other damage on the device. The device was replaced. No further details were provided.